Event description:
Attention due to its content this report is to be seen by females only. Thanks. On (B)(6) 2022 I went to the cvs pharmacy located at (B)(6) and there I purchased live better organic cotton pantiliners a cartoon box that had 48 pantiliners inside of it, these panty liners had a chemical odor on them and they also irritated my skin. These pantiliners had a synthetic layer on top of them which when it came in touch with my skin caused its irritation. Also I am not sure, if there was any cotton layers on these pads at all, because they simply felt like having a plastic bag in touch with my skin. When I used them daily they released one of the worst odors ever, when their chemical odor mixed with my sweat and other body fluids. Also their cartoon box had a nasty intoxicating odor too. Why is so? Why do we almost have to report 99% of the products that go out for sale in the american market?! Is anyone double checking their quality? I did report this to consumer production safety commission, but they advised me to report this at medwatch. This is the fourth pantyliner/menstrual pad product that I purchased on (B)(6) 2022 at cvs pharmacy at (B)(6) and they all go reported at medwatch. On summer of 2022 I had these issues with the cvs pantiliners and menstrual pads and I called the corporate of cvs and also spoke to their store managers, but nothing improved, still their intoxicating menstrual pads and pantiliners are filling up the cvs's shelves. No wonder we have so many people sick with cancer and other diseases nowadays; 99% of our products are intoxicating including the food and the food related items too. Why is so? We as consumers need for our products to be double checked before they reach at our hands. Please understand that by reporting those products here we have taken the first step in exposing and making responsible the careless and greedy businessmen out there, that all they care is their pockets to be filled up with money, by using the worst and the cheapest ingredients in order to make and sell their filthy products. We want this to stop, we want safer and cleaner products for all. Reporting the bad items is a smart step in preventing cancer and other diseases. We need the medwatch's information with instructions on how to report these certain items like menstrual pads to be imprinted on the packages of these products. We will upscale our reports to the furthest extends that it can be. Please kindly email us right away a case number for each report that we submit to medwatch right away after we submit it. It is our right to know that we have a case number and also we need to be given a follow up on the reports that we do with emails, regular mail and phone calls from medwatch that can explain us our rights, and what is going to happen next with our reports. Thank you for your attention towards these issues. Date the person first started taking or using the product: (B)(6) 2022.